Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6, device evaluation: visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Physician reported left side capsular contracture, baker grade iii/IV . The device has been explanted and replaced with non-allergan device.

Event description:
Healthcare professional reported left side capsular contracture baker grade unknown. Healthcare professional later reported capsular contracture baker grade iii/IV. Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
H6. Health effect - impact code: f2203 - imaging required. A review of the device history record has been completed. No deviations or non-conformities noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii/IV.